Manufacturer narrative:
H.6. Investigation: one photo of a 32g x 4mm pen needle sample was returned from an unknown lot. No., cat. No. 320472. Visual examination of the returned photo was carried out and no issues were observed. No DHR review can be carried out as lot number is unknown. Based on the photo and the fact that no physical sample was returned no further investigation could be carried out.

Event description:
It was reported that the bd micro-fine plus¿ insulin pen needle would not inject the medication. This was noticed after use. The following information was provided by the initial reporter: "needles cannot be used drugs cannot be injected".

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown. (B)(4).

Event description:
It was reported that the bd micro-fine plus¿ insulin pen needle would not inject the medication. This was noticed after use. The following information was provided by the initial reporter: "needles cannot be used. Drugs cannot be injected".